Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013 with unknown product. Subsequently, patient was readmitted post op due to vf arrest, bronchial pneumonia, and renal failure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.